Event description:
It was reported that an arteriotomy closure of the left common femoral artery was achieved using a proglide after a diagnostic procedure. Reportedly, the lever was closed to park the foot and appeared to be all the way down; however, withdrawal of the device was exceedingly difficult. On the fourth attempt the device was removed. Knot tie down was performed, but a significant ooze persisted and manual adjunctive pressure was applied for 15 minutes to control the ooze. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was reportedly a small - 10 minute clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Difficulty in removing the device as reported can be influenced by, but not limited to; manufacturing, user technique and/or patient anatomical conditions. Based on the reported information and the inspection criteria a definitive cause for the reported device being difficult to remove and associated patient effects could not be determined. For any manufactured proglide lot, devices undergo deployment and parking related inspections and functional deployment testing must meet specification. Indication of a product quality problem could not be determined. A review of the lot history record and a query of the complaint-handling database for this product was not performed because the lot number was not reported and the product was not returned for analysis.